Manufacturer narrative:
Product was visually inspected and a kink was observed on the cannula. Pump positioning in mitral apparatus and repositioning caused the pump to come out of the lv and then kinked the cannula upon wireless re-access resulting in low pump flow. The impella device is not indicated for wireless re-access. As noted in the impella IFU: access site bleeding: impella cp with smart assist system section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient undergoing high-risk surgery was implanted with an impella cp device for mechanical circulatory support. During implant, an angiogram showed active bleeding and hematoma, so the pump was removed and reinserted with a different sheath. During support, the impella pigtail was caught on the papillary muscle and the mitral valve was touching the inflow cage. When the team attempted to reposition the device, the pump flow dropped significantly, and the flows did not improve with further repositioning. The team chose to explant the pump, and no further patient harm was reported.